Manufacturer narrative:
No conclusion code available; the reported field event of backup operation was confirmed in the laboratory. Review of the device image indicated that the backup occurred due to a checksum error. Based on all available parameter and usage information, device longevity was found to be normal. The device was tested on the bench and no anomalies were found. Field data was unavailable therefore the checksum error could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operation room for a generator change out due to low battery voltage. Upon device interrogation, the device was found to be in backup vvi mode. The device was explanted and replaced. The patient was asymptomatic and stable before, during and after the procedure.